Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead was old and that the physician said as a result it was 'bent and kinked' but was working. The patient also said if she is near a cell phone it causes her implantable pulse generator (ipg) to not work. The device and lead remain in use. No further patient complications have been reported as a result of this event.